Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. During the evaluation, the contrast, up arrow and down arrow keypad buttons were intermittently responsive. The ok keypad button responded to button presses as expected. All of the keypad buttons were found to spring back and click back normally. There was evidence of keypad contamination found under the contrast key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient claimed that all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact there was no adverse event associate with this complaint. The pump was replaced.